Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Positive pressure connector cracked and leaked, preventing complete drug delivery into the bloodstream, affecting treatment effectiveness and potentially causing bloodstream infection." And closely monitor the patient's condition". On december 2, a needleless injection cap with a barrier septum was used for the patient. On december 3, while administering the infusion, the responsible nurse discovered leakage at the injection cap site. The patient's medication could not fully enter the bloodstream, compromising treatment efficacy and potentially causing bloodstream infection. The injection cap was replaced ("and closely monitor the patient's condition".).

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5120562. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.